Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. Product ID: 3 77775, lot# n0029391, implanted:(B)(6) 2005, product type: lead. Product ID: 377775, lot# n0029391, implanted: (B)(6) 2005, product type: lead. Product ID: 37742. Serial# njd011175n, implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient saw and end of service (eos)/end of life (eol) message. The reporter stated their device had profanity. It was noted the patient was getting an eos code. It was further noted the patient started having trouble about a month ago when they tried to charge their back and the eos came up. The reporter stated they were able to get through it and they charged back up and the implantable neurostimulator (ins) worked okay. The reporter further stated the ins shut off about two days ago. It was noted that when the patient went to turn the ins on with the recharger or programmer, it showed the battery was dead. It was further noted the patient was having problems with charging and getting black bars. The reporter stated that all of the sudden it showed the ins was fully charged on the recharger and programmer, but every time they tried to turn stimulation on the ¿code with the doc¿ kept popping up and they could not turn stimulation on again. It was noted the patient was transferred to another pain clinic and they did not know their current managing healthcare professional. It was further noted the patient began therapy in water that included vigorous exercises with their back. The reporter stated that was about the time the device went bad and they were afraid they were seeing eos because they had broken a wire off or ¿something like that.¿ additional information was requested, but was not available as of the date of this report.